Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the low blood glucose level. The customer¿s blood glucose level was 3.8 mmol/l. At the time of incidence. Customer¿s blood glucose level was dropped to 2.0 mmol/l. Customer was treated with glucose. Customer was alleging that the insulin pump was over delivering. The insulin pump will not be returned for analysis.